Manufacturer narrative:
(B)(4). Batch # 346a16. (B)(4). Investigation summary: a photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photos show a device from the top view with a battery pack attached. Also, the jaws can be seen in the opened position and no reload loaded. In addition, the condition of the device could not be assessed. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no visual non-conformances and without a reload present. In addition a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the laparoscopic lobectomy surgery, could not fire when severing lung lobe tissue on the 2th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.